Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 461 mg/dl. Troubleshooting was performed and customer treated her blood glucose level with a syringe. Customer did not have a tubing clamp. Customer will call back to continue troubleshooting when they receive the tubing clamp. Customer was advised to change the entire set and remove the set from the body. Customer stated that the cannula was bent and sideways. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2014-00827.